Event description:
It was reported that the pump had a motor not running alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. D4: UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was broken, right plunger case was cracked. Motor not running alarm was found during occlusion test. Error history log review found a motor not running alarm. The root cause of the reported issue was found to be the main board was not aligned correctly as a result of the customer's incorrect assembly of the mainboard. Actions were taken to mitigate the reported issue: re-aligned the main board.